Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 5.0, lab: 1.2. Date: ng, inratio: 6.0.

Manufacturer narrative:
Investigation pending.